Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module surgeon console (pmsc) for failure analysis investigation. The unit was analyzed and no error was found to indicate the failure occurred in the field. Visual inspection, all dvi ports on both video input leaf (vil) and surgeon console leaf (scl) boards were found damaged due to wear and tear. The pmsc was installed on an in-house system to run video and audio tests, 10 power cycles, and sitting idle for one hour. All vil and scl ports were tested and had good image. Also, audio was tested with clear sound. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on failure analysis. The probable root cause is attributed to physical damage of the dvi ports.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted bariatric revision surgical procedure, the customer reported that the left dvi connector on the surgeon side console (ssc) was broken. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module surgeon console (pmsc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.